Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer did not provide a specific bg value, but stated bg's were in the lower 200 mg/dl range. Customer stated elevated bg's may be due to being sick. Customer delivered a bolus to stabilize bg levels.